Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that heavy usage of the spreader/camlock assembly wears the slots in the legs as well as holes in the base causing the legs to wobble, which confirmed the original complaint issue.

Event description:
Dealer said when you open the legs on the lift, the legs are wobbly. The dealer said the legs have egg shaped holes in the legs where they attach to the base.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer said when you open the legs on the lift, the legs are wobbly. The dealer said the legs have egg shaped holes in the legs where they attach to the base.